Event description:
It was reported that there were high impedances greater than 10000 ohms on ¿all except 0, q, 5, and 11.¿ these were in the 9500 ohms range. Replacement was noted to be an action required as a result of the event. Reprogramming had been performed as well as the impedance testing. The patient had fallen in april and had not felt stimulation since. It was noted that the patient always had kept stimulation at sub-threshold levels but would feel it with positional changes. The patient hadn¿t felt it with positional changes since the fall. The revision was probably not going to occur until september. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 355531, lot# n332908, implanted: (B)(6) 2012, product type: screening device; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).